Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient¿s contact reported that thee was a draiing slowly msg during drain 4 of . The message occurred several times during all drains. The patient was able to drain as expected and complete his treatment during the call with tech services while going over treatment record. The patient¿s contact mentioned the patient would move, as well as the lines, around to be able to continue draining. Patient was advised to follow up with pd nurse regarding draining slowly. The cycler was replaced. The patient does not know how to perform manuals the overfill event was indicated due to the drain being 4125 ml, which is 187% of the fill 2206 ml fill volume. Multiple attempts were made to gather missing details, but not data was provided. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for investigation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient¿s contact reported that thee was a draiing slowly msg during drain 4 of. The message occurred several times during all drains. The patient was able to drain as expected and complete his treatment during the call with tech services while going over treatment record. The patient¿s contact mentioned the patient would move, as well as the lines, around to be able to continue draining. Patient was advised to follow up with pd nurse regarding draining slowly. The cycler was replaced. The patient does not know how to perform manuals the overfill event was indicated due to the drain being 4125 ml, which is 187% of the fill 2206 ml fill volume. Multiple attempts were made to gather missing details, but not data was provided. The cycler is available to return for investigation.